Event description:
A nurse reported that vacuum and aspiration were not present during a cataract with intraocular lens implant procedure. The staff exchanged the fluidics management system and I/a (irrigation/aspiration) handpiece to resolve the issue. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).